Manufacturer narrative:
An event regarding unintended movement involving a mako robotic arm was reported. The event was confirmed. Method & results. -product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: replaced backside card and verified arm is holding during break check. Verified joint moves and there are no errors are present after replacement. Completed all testing and verification¿s on robot. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps says that the brake check has failed in j3 many times and every morning turns yellow. They received an error after impaction, logs should be sent already finished case used another. They did not remember the error code. J3 arm continues to drop when putting force pressure when e-stop is pressed. J3 fails brake check. Case type / application: tha.

Event description:
Mps says that the brake check has failed in j3 many times and every morning turns yellow. They received an error after impaction, logs should be sent already finished case used another. They did not remember the error code. J3 arm continues to drop when putting force pressure when e-stop is pressed. J3 fails brake check. Case type / application: tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.